Manufacturer narrative:
(B)(4). G2- foreign - australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure fixation wire got broken. The broken k-wired pierced the surgeon¿s glove and his hand with no serious injury caused. A portion of the broken k-wire debris was left in the patient and the remainder was disposed of by the facility. No consequences or impact to the patient. Attempts have been made and no further information has been provided.